Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while checking the patient, episodes of atrial noise were observed. It may have been due to possible outside interference. The noise was isolated to one day. A ventricular sense channel storage was added to the device. The patient was stable.